Event description:
Related manufacturer report number: 2017865-2023-13533. It was reported that the patient presented two days post implant with failure to capture, and sense exhibited by the right atrial (ra) lead. Additionally, the right ventricular (rv) lead exhibited elevated capture threshold. Dislodgement of the ra lead and loss of rv lead slack was confirmed via chest x-ray. The patient was scheduled for lead revision and the leads were successfully repositioned on (B)(6) 2023. The patient was stable before, during, and after the procedure.